Event description:
Smelled burning during liver transplant. Scrub checked field, bovies were not activated. Anesthesia noted smoke coming from rapid infuser. Immediately shut rapid infuser off. Circulating nurse paged biomed and left call back number. Labeled cell saver with sign to not use and set outside operating room.

Event description:
Smelled burning during liver transplant. Scrub checked field, bovies were not activated. Anesthesia noted smoke coming from rapid infuser. Immediately shut rapid infuser off. Circulating nurse paged biomed and left call back number. Labeled cell saver with sign to not use and set outside operating room.